Manufacturer narrative:
Patient information was unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that parts were replaced, and the issue resolved. The system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection. It was reported that intra-operatively, the axiem box was not communicating. It was noted that the cable was damaged. The procedure was completed using a different navigation system and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue. During troubleshooting, the axiem box that was not working was swapped to a different system and it worked as expected.

Manufacturer narrative:
Patient information provided. The axiem cable was returned to the manufacturer for analysis. Analysis found that the reported issue could be duplicated. The cable jacket had been torn at the lemo connector exposing the shield wire but no bare conductors. Otherwise, the cable passed a continuity test with no opens or shorts detected. Analysis found that the reported event was related to a mechanical issue. If information is provided in the future, a supplemental report will be issued.